Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the patient underwent initial hip arthroplasty on (B)(6) 2013. Subsequently,the patient had a conflict between the cup and the psoas which was solved via tenotomy of the psoas under arthroscopy on (B)(6) 2014.

Event description:
It was reported that the patient underwent initial hip arthroplasty on (B)(6) 2013. Subsequently, the patient had a conflict between the exceed cup size 50 and the psoas, which was solved via tenotomy of the psoas under arthroscopy on (B)(6) 2014. The acetabular exceed cup size 50 protrudes a few millimetres ahead, which explains the patient pain at the inguinal fold and in the adductor region caused by flexion movements. No other adverse event has been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed the device manufacturing quality record could not been reviewed as the lot number was not communicated. 3 similar complaints (including the current complaint) have been recorded regarding an issue with psoas on gts femoral stems (all references) products since one year. With the available information, the exact root cause of the event could not be determined. However, it was reported that the acetabular exceed cup size 50 protrudes a few millimetres ahead, which explains the patient pain at the inguinal fold and in the adductor region caused by flexion movements. The exceed cup size 50 is investigated in (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.